Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a memory error for an integrated circuit. Hybrid analysis confirmed the device was continuously reverting to read only memory (rom) backup mode. Current drain measured nominal for backup mode. The flash logic integrated circuit is failing and causing multiple power on resets (pors), forcing device into rom backup mode. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.